Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the 911/emergency protocol was initiated and the patient was taken to the hospital and admitted. There was no information on treatment. There was no additional information regarding this event. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.